Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that while testing the connection between the imaging system and navigation systems, the physicist tested the o. During testing the x-ray generator switched off. The logs showed error 33 and a tube arc error. The manufacturer representative performed a system checkout and took several spins including (hd and enhanced cranial) as well as x-ray shots at 125 kvp. The manufacturer representative could not reproduce issue. The imaging system then passed the system checkout and was found to be fully functional. B01, c13, c19, d02, and d14 are applicable. H6: multiple fdd/annex a codes were reported. A0719 was coded for the generator shutting off. A1102 was coded for the error 33 and tube arc error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while testing the network with the navigation system, the on site physicist tested and the generator shut off and gave an error. The manufacturer representative rebooted the system and the generator was working again. There was no patient involvement.

Manufacturer narrative:
H2: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.